Manufacturer narrative:
F10 patient codes field correction: remove stenosis.

Event description:
It was reported that this pacemaker and both non-boston scientific leads were explanted and replaced. The physician notated there was oversensed noise observed and the patient had experienced dizziness while playing golf when moving the shoulder. During the device change and lead replacement the physician found that the subclavian vein had stenosed and access was difficult as the physician had to use dilators, long introducers of increasing sizes to gain access. The procedure was prolonged, approximately 4.5 hours and the patient being diabetic required frequent monitoring of their insulin pump and spikes in their blood pressure, up to 220 systolic due to pain relief not being effective. There were no anomalies observed with the products. Post surgery, a pressure bandage was applied, and remote monitoring was performed and the patient showed excellent values. The explanted pacemaker will not return, as the device was retained by the customer. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and both non-boston scientific leads were explanted and replaced. The physician notated there was oversensed noise observed and the patient had experienced dizziness while playing golf when moving the shoulder. During the device change and lead replacement the physician found that the subclavian vein had stenosed and access was difficult as the physician had to use dilators, long introducers of increasing sizes to gain access. The procedure was prolonged, approximately 4.5 hours and the patient being diabetic required frequent monitoring of their insulin pump and spikes in their blood pressure, up to 220 systolic due to pain relief not being effective. There were no anomalies observed with the products. Post surgery, a pressure bandage was applied, and remote monitoring was performed and the patient showed excellent values. The explanted pacemaker will not return, as the device was retained by the customer. No additional adverse patient effects were reported.